Manufacturer narrative:
UDI: (B)(4). The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
Peritoneal dialysis patient reported a cycler alarm. Patient also reported filling slowly. Patient noticed moisure in the balloon valves during a setup indicating that at some point there was a fluid leak. It is not known if the leak occurred during the patient's treatment. Follow up with the patient's peritoneal dialysis nurse indicated that the patient was treated with prophylactic antibiotics. Patient remained asymptomatic and continues performing peritoneal dialysis treatment.

Manufacturer narrative:
The liberty cycler set was not returned for plant investigation. One case of ten companion samples from the same lot was retrieved for evaluation. A visual inspection was performed with acceptable results. Functional tests to four samples was performed with acceptable results. No leaks observed during testing. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient reported a cycler alarm. Patient also reported filling slowly. Patient noticed moisture in the balloon valves during a setup indicating that at some point there was a fluid leak. It is not known if the leak occurred during the patient's treatment. Follow up with the patient's peritoneal dialysis nurse indicated that the patient was treated with prophylactic antibiotics. Patient remained asymptomatic and continues performing peritoneal dialysis treatment.